Manufacturer narrative:
A product development investigation was performed for the subject device (helical blade/screw extractor, part number 03.037.030, lot number l003393). The subject device was returned with the complaint condition stating: it was reported that during sterile processing on june 5, 2017, an implant was removed from an instrument in the wrong direction, causing it to break. There is no case or patient involved. Concomitant device reported: an unknown instrument (part # unknown, lot # unknown quantity 1). This complaint involves 1 part. Customer quality (cq) engineering investigation: this complaint is confirmed. A portion of the distal tip has sheared off mid-thread and the sheared off fragment was not returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The returned helical blade/screw extractor is a reusable instrument available for use in the tfna system to explant helical blades. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. Visual inspection at cq: a portion of the distal tip has sheared off mid-thread and the sheared off fragment was not returned. The break angle is slightly oblique. The material at the fracture surface appears homogeneous when viewed under 5x magnification. The overall balance of the device appears in good condition. Drawing review: drawing reviewed during this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part 03.037.030, lot l003393: manufacturing location: hägendorf, manufacturing date: 03 june 2016: no non conformance reports (ncrs) were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing on (B)(6) 2017, an implant was removed from an instrument in the wrong direction, causing it to break. There is no case or patient involved. Concomitant device reported: an unknown instrument (part # unknown, lot # unknown quantity 1). This report is for one (1) helical blade/screw extractor. This is report 1 of 1 for complaint (B)(4).